Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient's sample tested with the elecsys troponin t hs assay on cobas 8000 e602 module serial number (B)(4). The following troponin t hs results were reported: initial result on (B)(6)2023 at 5:23 pm: 459.9 ng/l, re-run in another laboratory on 2 different samples: 10 ng/l, re-run on cobas e602 on (B)(6)2022 at 11:43 am: 11 ng/l, and re-run on another cobas e602 on (B)(6)2022 at 12:08 pm: 11 ng/l the questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Section h6 was updated. Calibration and qc were acceptable on the day of testing. Alarm trace from (B)(6) 2023 showed 4 alarms related to sample quality issue: 4x abnormal sample aspiration, i.e. Sample clot or inadequate sample volume was detected during aspiration. The full report for the instrument check was requested but was not provided. The provided photo of the affected sample showed the gel layer is reddish spotted and uneven (gel surface should be horizontal) which might an indication of an insufficient sample quality. From the data provided, a general reagent issue can be excluded. No product problem was found.